Event description:
The cause of the reported aspiration appears to be related to the surgery and there is no allegation or information to indicate that the aspiration occurred during device stimulation or diagnostics. Device return/evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Manufacturer narrative:
H3. Code 81 - device evaluation is not necessary because the reported event has been determined as not related to vns therapy. B5 describe event or problem, corrected data: initial report inadvertently left out relevant information h3 device available for evaluation?, corrected data: initial report inadvertently selected the wrong option. H6 adverse event problem, corrected data: initial report inadvertently did not code for type of investigation. H10 additional manufacturer narrative and/or corrected data, corrected data: initial report inadvertently left out explanation for using code 81 in section h3.

Event description:
While undergoing battery replacement surgery, the patient's oxygen levels dropped which were noted to be related to the patient aspirating during surgery. The patient was kept in the hospital for observation and had to be intubated. No other relevant information has been received to date.